Manufacturer narrative:
Product ID, 8784 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter product ID, 8782 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional reported information indicated that the patient resolved without sequelae on (B)(6) 2012. The device system was used to deliver sufenta, bupivacaine and clonidine

Event description:
It was reported that lumbar wound dehiscence occurred. The diagnostic methods were examination/palpation and the results were an open lumber wound site. It was reported that both catheters were explanted and were disposed of according to biohazard instructions. The etiology was reported to be of the incisional site/device tract; the lumbar site. The event was noted to not be related to device or therapy and was reported to be related to the implant procedure. The sign and symptom the patient experienced was surgical wound opening of the lumbar site. The type of medication being administered via the device system was unknown. It was later reported that the patient resolved without sequelae with a resolved date of (B)(6) 2012. A follow-up report will be sent if additional information becomes available.